Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay issue with a replacement adc device. The customer initially reported that a sensor error message was received and a replacement sensor was ordered. The customer reported that due to the delivery delay, they were unable to monitor glucose and consequently, they had experienced sweating and blurred vision. The customer was unable to self-treat and was treated with juice and cookies by a family member. There was no report of death or permanent injury associated with this event.